Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery with mentor gel device on (B)(6) 2025.

Manufacturer narrative:
On may 19, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, following information has been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile." Field d4 for lot number has been updated to "5803644." D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 9, 2025, mentor became aware that the impacted lot number is either 5803644 or 5786879. Both numbers have been added under field d4 on this form. Catalog number 3501670 was provided and has been added under field d4 on this form. When/if additional clarification or information is received, supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 5803644: manufacturing date: february 11, 2008. Expiration date: february 10, 2012. Lot number 5786879: manufacturing date: november 26, 2007. Expiration date: november 25, 2011 . Mentor is aware that the date of implant is prior to the manufacturing date of both reported lot numbers 5803644, and 5786879. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned device sal smooth rnd diap 425cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tear found, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The contralateral device was also received (lot number 5786879). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).